Event description:
Kimberly-clark received a report from a customer stating the balloon burst and had been filled with conray 43, an intravenous contrast. The patient developed symptoms 2-3 days post tube placement, and it was found that the contrast had migrated. The patient developed peritonitis. No further information is available. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified (B) (4).

Manufacturer narrative:
Unable to search the device history record as no lot number was provided. Directions for use state "do not inject contrast into the balloon". Sample not returned by the customer for investigation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Customer did not return device to kimberly-clark.